Manufacturer narrative:
As reported, the saber 6mm x 30cm balloon was used in sfa lesion and there is an area of the balloon that would not fill with contrast. There is an indentation that can be felt at the halfway point. Under fluoro, the balloon appears to be pinched in one area, but when inflated outside of the body it appears expanded. The balloon only appears to be underinflated radiographically. It has the appearance of two 150mm balloons attached at the end, like a sausage link. The device was removed from the patient intact. The lesion was noted to have moderate calcification with little to no vessel tortuosity. The device was not being used to treat a chronic total occlusion (cto). The contrast/saline ratio was 1:3. The case was completed with the balloon inflation and ivus. There is no reported injury to the patient. The device was stored and opened in a sterile field. The device was stored properly per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The was no difficulty noted while advancing through the vessel or while crossing the lesion. The catheter was never in an acute bend and was never kinked during use. The intended lesion was in the superficial femoral artery (sfa). The product was returned for analysis. A non-sterile saber 6mm x 30cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The balloon was received deflated. The unit was thoroughly inspected, and no damages or anomalies were observed neither on the balloon nor on the rest of the device. Functional testing was performed, an inflator/deflator device was attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to a leakage in the middle area of the balloon. Sem results showed the balloon surface presented evidence of a punctured condition and scratch marks located near the leakage. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the puncture area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82248484 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿balloon inflation difficulty-partial or slow" and subsequent findings of ¿balloon leakage¿ was confirmed as a leakage from the middle of the balloon was observed during functional analysis. However, the exact cause cannot be determined. Sem analysis was performed, results showed that the leakage on the balloon was caused by a puncture on the external balloon material which presented evidence of scratch marks near the damage. Scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. The balloon material near the puncture appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. It is likely vessel characteristics of moderate calcification, procedural and/or handling factors contributed to the damages noted based on the information available for review. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber 6mm 30cm balloon was used in sfa lesion and there is an area of the balloon that would not fill with contrast. There is an indentation that can be felt at the halfway point. Under fluoro, the balloon appears to be pinched in one area, but when inflated outside of the body it appears expanded. The balloon only appears to be underinflated radiographically. It has the appearance of two 150mm balloons attached at the end, like a sausage link. The device was removed from the patient intact. The case was completed with the balloon inflation and ivus. There is no reported injury to the patient. The device was stored and opened in a sterile field. The device was stored properly per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserted through the guide catheter. The was no difficulty noted while advancing through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was never kinked during use. The intended lesion was in the superficial femoral artery (sfa). The lesion was moted to have moderate calcification with little to no vessel tortuosity. The device was no being used to treat a chronic total occlusion (cto). The contrast/saline ratio was 1:3. The device will be returned for evaluation.